Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 august 2023, a 25mm navitor transcatheter aortic valve (serial: (B)(6)) was attempted to be implanted utilizing a small flexnav delivery system (lot: 8996595). The physician was aware this was an off-label case due to the bicuspid native aortic valve. Sufficient calcium was present on the native valve. During loading there were no issues leading the retainer tabs into the retainer receptacle. There were no crossed or misaligned stent struts. The device could not be positioned into the valve on the first attempt. A second attempt to position into the valve also failed. During re-sheathing after the second attempt, the valve could not be fully re-captured as there was still a gap between the radiopaque ring and the valve capsule. The micro adjustment wheel was applied in the ascending and descending aorta without success. The delivery system and valve were removed from the patient, and a replacement flexnav delivery system (lot: 8968333) and 25mm navitor (serial: (B)(6)) were used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout.

Event description:
N/a

Manufacturer narrative:
An event of off label use and difficulty positioning and re-sheathing the valve was reported. Five images were received appearing to show the delivery system and valve. The device was returned to abbott, and the investigation found that the sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all functional. No interior capsule damage that would indicate that a potential misload occurred was identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from the field indicated that the valve was implanted in a functional bicuspid aortic valve. Please note, per the instructions for use, "the valve is contraindicated for patients with: ¿ inability to tolerate antiplatelet/anticoagulation therapy or nitinol alloy (nickel and titanium) ¿ non-calcified aortic annulus ¿ active infections, including endocarditis ¿ vasculature conditions (that is, stenosis, tortuosity,or severe calcification) that make insertion and endovascular access to the aortic valve impossible ¿ any leaflet configuration other than tricuspid."